Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 43616be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. A review of field data for alinity s anti-hcv ii was performed. Overall reactive rates of ln 4w56-56, lot 43616be00 across s.a.s ctro reg transfusiones, granada (spain), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Data evaluation and knowledge of the customer sid labeling practices determined donor sample ids (sids) may potentially change between initial and repeat testing at this customer site. This may impact the accuracy of the specificity calculation and therefore will not be used to support a malfunction determination. Typically, in these circumstances the calculated value may still be used to support a relative comparison with the historical performance of other lots from the same site. However, as lot 43616be00 is the first lot in the analysis in which results have been reported, a historical assessment cannot be performed and the calculated value (99.790 %) will not be used. Per the complaint documentation, the customer reported a specificity value of 99.82 %; this meets product requirements and will be used for the malfunction determination. Regional performance will be assessed using peer sites in spain that transmit data accessible to abbott as a surrogate for site specific performance. Across the whole blood and plasma monitoring group and peer site grouping, the performance for lot 43616be00 is within product requirements and comparable to other lots analyzed in the comparison. Whole blood and plasma monitoring group lot 43616be00: irr: 0.064 %, rrr: 0.059 %, irr - rrr 0.005 %, specificity: 99.941 % peer sites lot 43616be00: irr: 0.067 %, rrr: 0.065 %, irr - rrr 0.003 %, specificity: 99.935 % s.a.s ctro reg transfusiones, granada (spain) reported a specificity value of 99.82 % for lot 43616be00 per the complaint documentation. This specificity value meets product requirements and is comparable to the peer sites within the spain grouping (99.840 %). However, both the customer and spain peer grouping are relatively lower as compared to the whole blood and plasma and peer site groupings. In both of these data populations the relatively lower specificity may be attributed to introduction of the anti-hcv ii assay to naïve donor populations. This is the first anti-hcv ii lot in which results have been reported at the customer site and the usage of lot 43616b00 in spain is relatively higher than the previous two anti-hcv ii lots utilized which may indicate introduction of the assay to donors not previously tested with the assay. The alinity s anti-hcv ii assay contains new antigen/reagent components as compared to abbott¿s previous and existing anti-hcv assays. This introduces new non-specific targets to a testing population. This introduction may impact the steady state level of specificity for a population. Because both first time and multiple time donors are naïve to this new method, false positive results can occur. This may lead to an initial rise in repeat reactive results until these donors have been excluded and assay steady state level of specificity for the population re-sets. ¿false positive¿ determinations such as those evaluated may occur with a new anti-hcv ii assay due to either specific or non-specific reactions. The alinity s anti-hcv ii assay has been designed with improved seroconversion sensitivity compared with previous and existing abbott anti-hcv assays. With the introduction of a more sensitive assay, the scenario exists that detection of low-level antibody in a donor can occur. This could be an indication of treated or resolved hcv infection or the presence of hcv infection in an immunocompromised setting. The increased sensitivity of low-level antibody in a donor is a further protection of the blood supply. Based on this investigation, alinity s anti-hcv ii reagent, ln 4w56-56, lot 43616be00 is performing as expected. The device met performance specifications and performed as intended at the customer site.

Event description:
The customer observed false reactive alinity s anti-hcv results for five samples. The following data was provided: sid (B)(6) initial result 50.12, nat negative, confirmatory inmunoblot negative, customer conclusion negative; sid (B)(6) initial result 72.35, nat negative, confirmatory inmunoblot negative, customer conclusion negative; sid (B)(6) initial result 13.27, nat negative, confirmatory inmunoblot negative, customer conclusion negative; sid (B)(6) initial result 3.77, repeated 3.25, 4.00, nat negative, confirmatory inmunoblot negative, customer conclusion negative; sid (B)(6) initial result 13.16, repeated 13.58, 13.73, 11.81, nat negative, confirmatory inmunoblot negative, customer conclusion negative; no adverse impact to donor or patient management was reported.

Event description:
The customer observed false reactive alinity s anti-hcv results for five samples. The following data was provided: sid (B)(6) initial result 50.12, nat negative, confirmatory inmunoblot negative, customer conclusion negative; sid (B)(6) initial result 72.35, nat negative, confirmatory inmunoblot negative, customer conclusion negative; sid (B)(6) initial result 13.27, nat negative, confirmatory inmunoblot negative, customer conclusion negative; sid (B)(6) initial result 3.77, repeated 3.25, 4.00, nat negative, confirmatory inmunoblot negative, customer conclusion negative; sid (B)(6) initial result 13.16, repeated 13.58, 13.73, 11.81, nat negative, confirmatory inmunoblot negative, customer conclusion negative; no adverse impact to donor or patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.